Event description:
A malfunction was reported on a customer's pump, identified by a malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump and instructed the customer to continue using the pump. The customer was advised to call back if any further malfunction codes occurred and acknowledged understanding the instructions.